Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customers reported issue. The patient's circuits were visually inspected and the circuits were found to be assembled properly and in good condition. The service technician conducted the pull test measuring both the axial and radial force required to remove the exhalation port drive line. The pull force measurements required for the exhalation drive line removal ranged from 10-15 pounds of force, which is typical of this mechanical connection. Additional testing that subjected the patient circuits to vigorous radial movements and sudden axial pulling forces were unable to cause the reported disengagement of the exhalation drive line from the ventilator. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that one of the tubes that connects to the ventilator slips off just enough to not trigger the alarm but to reduce the air flow. The customer stated that they are very active and it gets bumped around a lot being in the car or in the wheel chair and when this happens, they get a little bit of air which is not enough.